Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not suspend insulin as expected. The customer's blood glucose (bg) level ranged from 48-49 mg/dl. The customer consumed carbohydrates to address the low bg. The pump was reset, and the customer continued to use the pump for insulin therapy.